Manufacturer narrative:
(B)(4). Speck on lens. Eval method - lens work order search. Results - a lens work order search was performed and no similar complaint was found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single plate lens. The surgeon removed the lens from the packaging and when he went to inspect the lens, he saw a speck on the lens. The surgeon decided he did not want to use the lens and decided to use the back up lens. There was no pt contact.